Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a faulty motor, faulty control unit, worn out latch and a worn out hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper cleaning techniques as the device appeared to have been submerged into liquid. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number on the previous report was incorrect. Updated to reflect the correct serial number to (B)(4). The device manufacture date on the previous report was unknown. Updated to reflect the device manufacture date of aug 22, 2011.

Event description:
It was reported from germany that the motor device did not function. It was unknown to the reporter if the device was used in surgery, or if there was patient involvement. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.